Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor. Analysis was unable to verify excessive no delivery alarm and motor error alarm. The motor was tested outside of the device and passed the motor test. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 178 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.